Manufacturer narrative:
The device history records were reviewed for stock code (B)(4) with lot numbers m1011a202 and m1024a203. The product met the manufacture and quality specifications. The device was not returned to kimberly-clark for analysis. Based on the available information a root cause for the alleged separation of the sponge could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating,"when used the 12240 on a couple of the patients , the sponge fell off in the patient's mouth." No patient injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).